Event description:
This report was received as a result of an article published in the san francisco examiner dated 9/12/1999. News article reports that pt suffered unexplained post operative infection following cardiac surgery. News article alleges that anti-infective drugs were administered in such massive doses that the pt kidneys began to fail.